Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. While a substantially equivalent product of the reported guide wire is currently marketed in the us under the model number: agp140002 and the brand name: fielder xt, the subject device is marketed in some areas outside the us under the model number: x9419-z8ps and the brand name: x-treme pv. The reported x-treme pv guide wire including 2 wire fragments and the crosslead tracker guide wire were returned for investigation. The returned x-treme pv guide wire was found with its polymer jacket distally elongated from the proximal solder (set at 160mm from the wire tip to fix the outer coil onto the core wire) for approximately 85mm and torn off. The outer coil was distally elongated from the torn polymer end for approximately 1,230mm and fractured. The torn polymer fragments were intermittently left on the elongated outer coil. The core wire was found fractured at approximately 145mm distal to the proximal solder. Microscopic observation of the fracture end of the core wire on the proximal side that the fracture end was necked, which was a trace of ductile fracture. [Fragment 1] it was found that the outer coil was elongated for approximately 130mm and fractured. [Fragment 2] it was found that the polymer jacket was torn off at approximately 37mm from the fragment tip. The outer coil was distally elongated from the torn end of the polymer jacket for approximately 150mm and fractured. Polymer jacket was removed to expose and observe the fracture end on the distal side of the core wire. The core wire was fractured at approximately 15mm from the fragment tip. The fracture end on the distal side of the core wire was found necked, just as observed on the proximal side. The ball tip was found attached at the very distal end of the fragment. Microscopic observation found that each of 4 fracture ends of the outer coil was twisted and had a relatively flat fracture surface, indicating that the outer coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. Measurement of the returned x-treme pv guide wire suggested that the core wire was fractured at approximately 15mm from the wire tip, and the outer coil was fractured at approximately 52mm and 65mm from the wire tip. Investigation of the returned guide wire suggested that the entire guide wire was returned; however, the polymer jacket was too severely damaged to identify whether any segment of the polymer jacket was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated with guide wire manipulation might have been locally accumulated on the core wire and the outer coil while the distal segment of the subject x-treme pv guide wire was caught by the calcium. Consequently, the distal segment of the guide wire including the polymer jacket was stretched and fractured. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that residual polymer fragment in situ could not be ruled out. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi x-treme pv guide wire was antegradely used to treat a heavily calcified lesion in the segment from the anterior tibial artery (ata) to an unspecified below knee (bk) artery during a plain old balloon angioplasty (poba). After the subject x-treme pv guide wire successfully crossed the lesion, the guide wire was trapped by the calcium and the coil segment was elongated during withdrawal for guide wire exchange. The polymer jacked was peeled and the guide wire was eventually fractured, leaving a wire fragment left in situ. Antegrade attempts with a snare were made to successfully remove the wire fragment. Prior to the successful antegrade removal attempt, removal attempts via distal puncture were also made with an asahi crosslead tracker guide wire. The crosslead tracker guide wire was advanced to the calcium and removal was attempted with the wire tip knuckled. In spite of multiple attempts, the tip of the crosslead tracker guide wire was trapped by the calcium and fractured. The wire fragment was too small to remove. The physician concluded that the fragment could be left in situ without possibility of causing health hazards. The intended procedure was continued to successfully achieve revascularization at the completion of the procedure. It was informed that there were no adverse patient effects caused by the reported events. The crosslead tracker guide wire that was used for additional treatment in this same case is being reported in MFR report#: 3003775027-2025-00226.